Event description:
It was reported that the customer was hospitalized with high blood sugars. They are six months pregnant and stated the pump constantly alarming no delivery. They disconnected from the site programmed a bolus and it was delivered with no problem. Explained this indicates there is a problem at the site. Recommended trying an infusion set with a smaller cannula.